Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were evaluated and require replacement. This repair, as well as the generator interlock repair were turned over to a third party service provider. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.